Event description:
It was reported that the device was dropped. The customer stated that the audio bolus does not function. Attempted to bolus, but the audio tone could not be heard.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.